Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Device not returned to manufacturer.

Event description:
It was reported during use that the display had froze up and then went blank. The user then rebooted the unit, however at 10:15 am the issue repeated. There was no patient injury reported and the unit was swapped out.

Manufacturer narrative:
The logfile of the affected device was available for investigation. Based on the log file analysis the reported event could be confirmed and a faulty component on the pcb graphic controller could be identified as root cause of the event. Consequently, the device performed warmstarts in order to remedy this internal deviation. The faulty pcb graphic controller also caused the frozen and dark display as it was reported by the user. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal deviation it triggers a warmstart. The device generates a visual and audible alarm in order to alert the user of the situation and the emergency-breathing valve opens to allow the patient to breathe spontaneously. After a successful warmstart (approx. 8 seconds) the ventilation is continued with the previous parameters. In the event of an unsuccessful warm start, a continuous audible alarm would be activated, and the emergency-breathing valve would remain open until the ventilator is switched off. Manual ventilation with an alternate device may be considered necessary. The device reacted as specified to a detected deviation by generating an alarm and performing warmstarts in order to remedy the issue. The device was finally swapped out by the user. The pcb graphic controller should be replaced. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the display had froze up and then went blank. The user then rebooted the unit, however at 10:15 am the issue repeated. There was no patient injury reported and the unit was swapped out.